Event description:
It was reported that the video system center had no image. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported failure was a malfunction of circuit board (ap board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.